Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts have been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent laparoscopy on (B)(6) 2019 and suture was used. When using suture to close the skin, it was observed the suture joined and in that union a clump which went through the skin and frayed. There were no adverse patient consequences reported.